Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, following a vaginal delivery and subsequent postpartum hemorrhage, a bakri tamponade balloon catheter leaked. The device was opened after approximately 600ml blood loss and the failure of an unspecified medical intervention to control bleeding. When testing the device prior to use on the patient, a leak was discovered. Another new product was used to achieve hemostasis. Additional blood loss was approximately 300 ml following the discovery of the leak in the device. No adverse events have been reported as a result of the alleged malfunction.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a cook bakri postpartum balloon. As reported, postpartum hemorrhage occurred following natural delivery, with blood loss about 600ml. The complaint device was tested prior to patient contact, and a pinhole leakage was discovered. Hemostasis was achieved by using another new product. Blood loss after the difficulty was about 300ml. No adverse effect was reported. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was received with the stopcock detached. The investigator attached the stopcock for the function testing. A function test was performed by using a 20ml syringe. Once 30ml was injected, the balloon started to leak. The leak was noted to be in the balloon material, not in the seam. The leak location was jagged in appearance. The balloon material had no indication of tool marks around the leak. A review of complaint history records shows no other complaints associated with the complaint device lot. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that a definitive cause of this event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.